Event description:
It was reported that placement of this left ventricular (lv) lead into the coronary sinus (cs) was attempted. However, the wire became lodged within the lead during the procedure, resulting in operational difficulty. Although flushing with saline was possible, the wire could not be advanced properly. As a result, this lv lead was replaced and not implanted. No adverse patient effects were reported.